Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the ventilator at the third party service center, a failure of the device to power on was observed. The device's system board was replaced to address the issue. The device's active exhalation control module was found to be physically damaged and was replaced to address the issue.